Manufacturer narrative:
The customer's reported problem was verified by functional testing. The cause was determined due to a failure of the circulating water pump. The gripump was replaced to correct the issue. The device passed all functional and performance tests after repair.

Event description:
It was reported that while in use with a patient, the device was giving the downstream occlusion alarm. There were no adverse effects to the patient reported with this event.